Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the battery cap came off the pump while running resulting in a blood glucose of 16 mmol/l with shortness of breath and "tingling" in the chest. The patient stated that she noticed the battery cap had fallen off the pump but stated that she had not identified any cracks in the battery compartment; the patient did report that there appeared to be some threads that have peeled off however she was unable to identify if it was from the battery cap or the compartment. The patient stated that the battery cap had not been replaced. The patient also indicated that the pump had previously rebooted. This report is made based on the allegation that the patient experienced symptoms of hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated unexplained reboots had occurred. The black box indicated the pump lost power at 14:13 on (B)(6) 2012 and the pump was not powered back on until 17:24. The battery cap returned with the pump showed no signs of wear ant the threads were intact. The battery compartment threads were intact. The battery cap was able to fully tighten with no yellow o-ring showing. A rewind, load, and prime sequence was performed with no power loss occurring. The pump was exercised for 24 hours with no power issues. The complaint could not be duplicated during investigation.